Event description:
It was reported that the patient experienced redness around the pocket area. On (B)(6) 2013 the patient presented to the emergency room due to infection, he was treated with antibiotics. On (B)(6) 2013 the system was explanted and was implanted with a new system on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.